Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 297 mg/dl, 168 mg/dl, 135 mg/dl, and 60 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification and according to the memory log of the meter there were no readings taken on the event date.